Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2025. During the procedure, the bands were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed that the teeth were damaged, and the ligator was received without any bands attached. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the marks observed on the ligator housing teeth suggest that excessive force may have been applied during use, resulting in damage to the teeth. Alternatively, the damage may have occurred during insertion of the device into the patient, which could also have affected the handle's functionality when deploying the bands. Based on all available information, the probable root cause assigned is adverse event related to procedure.